Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of a blank display from the insulin pump. The customer's blood glucose level was 50 mg/dl. The customer stated that she checked her meter this morning and had a blank screen. The customer stated that she was in the hospital. The customer will call back to document the information.